Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip would not deploy from the medium-large clip applier. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has made follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier would not deploy the clip, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier was analyzed, but the reported issue was unable to be confirmed. Visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test 3 out of 3 attempts. The instrument was fully functional. No product issue was identified. The complaint regarding the clip not deploying from the medium-large clip applier was not confirmed by failure analysis. The probable root cause of the reported event cannot be determined based on the information provided and failure analysis results. The failure analysis investigations and in-house testing of the returned medium-large clip applier revealed no issues related to the customer reported event. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.